Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test , force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. No lost sensor alarms, alerts, or anomalies were found during testing. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and keypad flex connecting cable. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No current code/category was confirmed. Calibration not accepted alarm with transmitter was not confirmed during testing. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, electronic assembly (pcba 1 and pcba 2), motor, force sensor, and keypad flex connecting cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm and no communication pump to transmitter alarm as confirmed in product analysis. No harm requiring medical intervention was reported. The pump was returned for analysis.